Manufacturer narrative:
The evaluation has been completed. One 27ga biblade vitrectomy cutter was returned in a plastic bio-hazard bag. The tip protector was not returned. The needle was bent, the port window was in the opened position. There was dried solution visible in the tubing. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter does not cut. The inner needle was binding up and does not reach the cutting edge. It should be noted, that a bent needle tip could contribute to poor cutting performance. However, due to the returned condition, loose in a plastic bag with no tip protector and with evidence of use, the cause of the bent needle tip cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported the product was not cutting. A new product was opened and the surgery was completed. There was no patient injury.